Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the pc board has an o2 sensor failure. Associated malfunctions for this device: tie wraps leaking.